Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high out-of-range defibrillation impedance. No intervention was performed. There were no patient consequences.